Event description:
The rohrer aesthetics body sculp machine should not be approved. Had serious burns from the inside out and it felt like torture during treatment. When they offer you laughing gas to get through the pain, you know there is a problem.